Event description:
Slow development of several autoimmune symptoms with no real answer from doctors. Development of severe pain in the breasts and surrounding areas like neck and shoulders and sides of abdomen. Symptoms including hair loss, fatigue, swollen lymph nodes with confirmation of ultrasound (doctor said autoimmune related), migraines, rashes on body and lips, new onset of ibs and food sensitivities, chronic recurring sinus infections, allergy type symptoms, severe brain fog and confusion, weight gain, depression and anxiety.